Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a proglide device using the pre-close technique via an 8f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the marker lumen was successfully pre-flushed with saline prior to use. However, after device insertion, no blood was observed coming out of the marker lumen. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The reported entrapment. Could not be replicated in a testing environment as it was based on operational circumstances production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The device was deployed after there was no bleed back from the marker lumen. It should be noted that the electronic perclose proglide instructions for use (eifu), states: "position the device at a 45-degree angle. Deploy the foot by lifting the lever (marked #1) on top of the handle. Do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen." In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported needle to cuff miss/suture retrieval issue resulting in the suture caught in the foot causing the entrapment. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code: failure to follow steps / instructions.

Event description:
Subsequent to the initially filed reports, the following information was received. Analysis of the returned device found a cuff miss [suture retrieval issue] to have occurred. Follow up with the account confirmed that the deployment steps took place after the reported marker lumen issue and a cuff miss [suture retrieval issue] was also found to have occurred. No additional information was provided.